Manufacturer narrative:
Additional manufacturer narrative reported event an event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's husband stated his wife had a right tha rejuvenate on (B)(6)2010 and has had two dislocation and was revised on (B)(6)2020.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Event description:
Patient's husband stated his wife had a right tha rejuvenate on (B)(6) 2010 and has had two dislocation and was revised on (B)(6) 2020.